Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial case the physician noted high thresholds and needed to remove a clot at the tip of leadless implantable pulse generator (ipg). During follow up, it was determined that the ipg exhibited unstable and high thresholds. The ipg was extracted and replaced. No patient complications have been reported as a result of this event.